Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer inspected the instrument and found a leak from reagent probe b caused by a loose connector/fitting on top of the probe. The customer resolved the issue by tightening the connector/fitting on reagent probe b.

Event description:
The customer alleged erroneously high dbil (direct bilirubin), low tbil (total bilirubin), low pab (prealbumin) patient results and multiple cc (cartridge chemistry) absorbance errors were generated on their unicel dxc 800 synchron system. The customer stated the patient sample results were not reported outside of the laboratory and there was no impact to patient treatment. There were no calibration or quality control (qc) issues observed prior to the event.